Manufacturer narrative:
--

Event description:
Additional information was received indicating the patient expired six days after the explant procedure. Prior to the explant, the patient was septic and positive for (B)(6). The cause of the infection was not related to the implanted system.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse patient effects reported. The product was explanted.